Event description:
It was reported by the customer that air was pumped past the air-in-line detector without the device alarming. Customer response in additional follow up mentioned that IV pump did not alarm when there was air in the line. The pump continued to run the infusion and alarmed when the line had about 1-2 feet of air in the line. Upon inspection of the setup, the tubing was loaded correctly. Setup was viewed 4 days after the event and had been sitting on a desk resulting in a kink in the tubing beneath the air in line sensor. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported by the customer that air was pumped past the air-in-line detector without the device alarming. Customer response in additional follow up mentioned that IV pump did not alarm when there was air in the line. The pump continued to run the infusion and alarmed when the line had about 1-2 feet of air in the line. Upon inspection of the setup, the tubing was loaded correctly. Setup was viewed 4 days after the event and had been sitting on a desk resulting in a kink in the tubing beneath the air in line sensor. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? , if other specify, imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.